Event description:
Physician unable to properly deploy coiling aneurysm and coils could not be removed. Pt went to or the next day. During original procedure there was premature detachment of coil with unraveling. CT showed no additional hemorrhage.